Manufacturer narrative:
The fg nc emerge mr, us 2.50mm x 20mm was returned for analysis. Visual/tactile inspection revealed multiple hypotube kinks and that the inner lumen was detached at 19.2 cm starting from the ports exchange to the circumferential tear. Microscopic inspection of the balloon showed a circumferential tear in the distal section with the tip detached starting at 12mm from the proximal balloon cone. The tip showed no signs of damage.

Event description:
It was reported that a balloon issued occurred requiring additional intervention. The occluded target lesion was located in the mildly tortuous and calcified posterior tibial artery. After left leg angio was performed, there was a residual area of calcific non-expansion. A 2.50 x 20mm nc emerge balloon was advanced to post-dilate a stent. While in the distal superficial femoral artery, the balloon ruptured at 18 atmospheres and split in half, leaving behind the distal radiopaque tip of the balloon which embolized in a small geniculate branch off the knee. Another balloon was used to restore flow but an attempt to snare the detached piece was not successful. The patient fully recovered.

Event description:
It was reported that a balloon issued occurred requiring additional intervention. The occluded target lesion was located in the mildly tortuous and calcified posterior tibial artery. After left leg angio was performed, there was a residual area of calcific non-expansion. A 2.50 x 20mm nc emerge balloon was advanced to post-dilate a stent. While in the distal superficial femoral artery, the balloon ruptured at 18 atmospheres and split in half, leaving behind the distal radiopaque tip of the balloon which embolized in a small geniculate branch off the knee. Another balloon was used to restore flow but an attempt to snare the detached piece was not successful. The patient fully recovered.

Manufacturer narrative:
E1: initial reporter address (B)(6).